Event description:
Caller reports that customer fell asleep on insulin pump and received a button error alarm. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced. Caller refused to replace insulin pump stating that it was working fine. Caller was advised to monitor insulin pump and to call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.